Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 170 mcg/ml) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. It was reported the hcp was unable to fill the pump completely. They could only get 15 cc's in. The hcp aspirated from the reservoir all that she had filled in the pump (15 cc) and then aspirated out the syringes full of air and then attempted to fill again. The hcp again could only get 15 cc's in the pump. When the hcp was removing the syringes full of air she never felt a pop or anything. The patient had no symptom changes. No volume discrepancies were found. The patient had not had hyperbaric treatment or went scuba diving. The patient did fall a couple of weeks ago. The patient did not fall onto the pump but on his buttock and the pump was located in the upper buttock region. It was recommended to do a lateral image of the pump to check the bellows. Troubleshooting performed, actions/interventions taken to resolve the issue, and the cause of the inability to fill the pump completely were not available at the time of this report, but follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.